Manufacturer narrative:
Alleged failure: mark, rep, rebooted during case, po temp the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be loose power cable or power surge. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was complete loss of image for 60 seconds, during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was complete loss of image for 60 seconds, during procedure. Please note that the procedure was completed successfully.